Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient didn't think the therapy was performing and they may need to turn it up. The patient mentioned they had also been on drugs recently and was not sure if the drugs prescribed to them had prevented urine flow. It was noted that the patient was off the drugs at the time of the call. No further complications were reported.